Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure and was doing well postoperatively. The physician believed that the infection was not device related. The explanted device components were not returned per facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around year 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7031254.